Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in with a crack tank cover and wear and tear line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was not confirmed. The technician performed calibration and was able to calibrate temperature. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced the heater for preventative action.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The investigator was able to calibrate the device during testing. The device was found to perform as expected. No device issues could be confirmed during testing.

Event description:
It was reported the device could not be calibrated. No patient involvement reported.